Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over delivered insulin and experienced a low blood glucose level of 44 mg/dl. The customer's current blood glucose value was 169 mg/dl. The customer treated with food. The customer stated that they went through the body scanner at airport. Assisted customer with performing the displacement test. The test passed. The product not was returned for analysis.